Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a controller exchange on (B)(6) 2021 due to a controller fault alarm. The patient returned to the clinic on (B)(6) 2021 after having low flow alarms, low speed alarms, and a no external power alarm while connected to batteries. A low voltage alarm was also noted but was attributed to normal battery depletion. Log file analysis confirmed abnormal low speed hazards and low flow hazards in addition to pump stop events. This type of behavior was indication of a phase to phase short. The patient was admitted after several pump stops. The patient had a prior full length repair from a prior short to shield, therefore a second repair was not possible. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2021. It was subsequently reported that the patient expired on (B)(6) 2022 due to vasoplegia, hypotension, and possible pulmonary embolism. Related MFR reporting controller fault alarm: 2916596-2022-00134. Related MFR reporting pump exchange: 2916596-2022-00133.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Care was withdrawn and the patient ultimately expired on (B)(6) 2022. It was reported that the patient outcome was not device related and the device had operated as intended. It was reported that hm3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including, cardiac arrhythmia, right heart failure, infection (local, driveline, pump pocket), venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia, infection, and thromboembolism as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that following pump exchange, the patient had multiple episode of arrhythmias that required intervention. The patient had no clear history of arrhythmia but had a medtronic implantable cardioverter-defibrillator (ICD) as a part of heart failure treatment pathway and was not prescribed any antiarrhythmics. The patient was sent back to the operating room for wash out and was put on inhaled nitric for right side therapy. On (B)(6) 2021 the patient was having right heart dysfunction and was put on milrinone and multiple vasopressors. The patient had moderate dysfunction of the right heart before the pump exchange. The chest was left open and on (B)(6) 2022 the patient was vasoplegic and hypertensive. A pulmonary embolism was suspected but not confirmed. There was no sign of acute infection as seen by pan cultures. Care was withdrawn and the patient expired.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.